Event description:
It was reported the right atrial (ra) epicardial pacing lead experienced low impedance, was oversensing far field r waves (ffrw) and undersensing p waves. The right ventricular (rv) epicardial pacing lead had high pacing thresholds. The ra and rv leads were capped and replaced. During the procedure, the replacement epicardial lead's tip was unable to be seated into the applicator prior to the lead's implant. The lead was discarded and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.